Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. It was noted that the labels behind the rear enclosure door are peeling off. New labels have ordered. Device will be returned to the customer as soon as the labels have been received and replaced. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has no display.